Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes on customer's automated instrument, the probe was partially blocked with stopper material resulting in a low volume sample for testing. Testing was stopped and there was no health impact or consequences reported.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes on customer's automated instrument, the probe was partially blocked with stopper material resulting in a low volume sample for testing. Testing was stopped and there was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows a piece of blue stopper material. The retained samples could not be inspected because the lot number is unknown. The device history records could not be reviewed as the lot number is unknown. This complaint has been confirmed for the indicated failure mode: coring. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.